Manufacturer narrative:
The event of abandoned procedure was reported to abbott. During a lead revision procedure, the physician was unable to place new leads. Case aborted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number: 1627487-2021-14011. Related manufacturer reference number: 1627487-2021-14013. It was reported that during the lead revision procedure on (B)(6) 2021 (manufacturer reference number: 1627487-2021-14009 and 1627487-2021-14010) the physician was unable to place new leads and the procedure was abandoned.